Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device, but could not duplicate the reported phenomenon. Furthermore, omsc tried to obtain the error log. However, it could not be obtained. Omsc reviewed, the device history record (DHR) of the subject device and confirmed, no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc and investigation result, omsc surmised that the reported phenomena were attributed to the temporary failure, because the printed-circuit board controls the front panel.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the front panel of the subject device blinked and unspecified error message appeared. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.